Event description:
Information received by medtronic indicated that insulin pump rattle when shaken. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
S/w version unknown. Retainer ring = black. Customer returned pump for alleged cosmetic damage located at an unspecified location on (B)(6) 2021. Pump received with blank display. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display. Pump was cut open to perform visual inspection and found a crack on the u6 chip. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, broken belt clip rails, pillowing keypad overlay, and minor scratches on lcd window. In summary, customers alleged cosmetic damage was confirmed at the belt clip rails by visual inspection where broken belt clip rails were noted. Additionally the blank display was due to cracked u6 chip. (B)(4).